Event description:
It was reported that the surgeon performed a navigated tka on a pt utilizing a stryker navigation system in late 2007. The surgeon alleges that the use of the navigation pins may have contributed to the pt developing a femur fracture approximately three months following surgery in 2008. The fracture was treated with an im rod, and the pt was provided with pain medication.

Manufacturer narrative:
The product was not returned for eval. X-rays of the fracture are being sent to stryker for eval.